Event description:
It was reported that on the first day of ilet pump use, after a meal announcement the blood glucose increased to 220 mg/dl and subsequent automated dosing overcorrected, leading to a blood glucose of 60 mg/dl that was treated with oral fast-acting carbohydrates, resulting in a recovery to 110 mg/dl. Symptoms included hypoglycemia. Outcomes included transient low glucose that resolved with self-treatment and education. Investigation included troubleshooting and user education on low glucose management, including clearing alerts, using 15 grams of fast-acting carbohydrates, and rechecking every 15 minutes. Investigation of this case revealed no device malfunction reported and an unclear cause for both the hyperglycemia and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.